Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that a revision procedure was performed. This atrial lead was repositioned. The reason for the reposition procedure is unknown at this time. No adverse patient effects were reported.